Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclipclip procedure. During the procedure, a triclip became entangled with the chordae under the septal leaflet. Troubleshooting was performed and it was not possible to remove the clip. The clip was able to grasp both leaflets and was successfully deployed. The clip remained stable and the procedure was discontinued due to poor imaging. The final tr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.